Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that while connecting a catheter the cuff was damaged. The patient had his artificial urinary sphincter (aus) cuff removed and replaced with a 5.0 cm cuff. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.